Manufacturer narrative:
Tech found that the siderail was sticking out further than the others when they are down. Upon further inspection found that the siderail latch weldment was bent slightly. Replaced the siderail latch weldment. This action solved the problem. All functions are working normally.

Event description:
Tech alleged that when he was testing the bed, the right intermediate siderail would not latch.